Event description:
Patient reported a right side rupture. Physician confirmed event. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient reported and healthcare professional confirmed right side rupture. Device has been explanted and was discarded.